Event description:
It was reported that a small volume intermate leaked. This occurred during filling with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection and a functional leak test were performed. A leak was identified at the solvent bonded-junction of the tubing and the stress member, confirming the reported condition. Microscopic evaluation identified that there was inadequate solvent on the tubing. Should additional relevant information become available, a supplemental report will be submitted.